Event description:
It was reported that while stimulation was both, on and off, the patient experienced a loss of therapeutic effect and acute pain. The implantable neurostimulator was not working and caused extreme pain in the right hip at all times, which started several months ago. There was no known accident or incident related to the event. Additional information received reported that the patient was directed by their health care provider, to contact the manufacturer representative, to coordinate a reprogramming session. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v598830, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)94).